Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged having nasal/throat irritation, particles in the airway from the device and the device has a strange burning odor. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Observed no odor coming from the device. Unknown contaminate was observed inside the ui and rear panels. Observed a foreign object inside the blower box not consistent with anything in the airpath. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observe dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.